Event description:
The patient had an lcs duofix femur inserted and presented some time later with pain and swelling, the operation revealed black and swollen tissue requiring revision of all implants.

Manufacturer narrative:
The lcs duo-fix femoral components were voluntarily recalled from the market in (B)(6) 2009, and the lcs duo-fix femoral product codes are now considered inactive. Further inspection of components will not be performed as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Where individual retrieval analysis is undertaken to confirm the presence of alumina in the poly bearing surface then these reviews will be attached to the complaint record.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.